Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor siltex 425cc saline prostheses experienced spontaneous left sided deflation and unacceptable appearance of the breasts bilaterally post procedure. The deflation was diagnosed in the physician¿s office. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2021-01792 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2021 mentor was able to determine the product code of the impacted product. The impacted product was a mentor siltex round moderate profile 425cc saline prosthesis. Manufacturer¿s reference number: (B)(4).